Event description:
Veteran had an intravenous line placed for a procedure. The hub on the catheter was defective; when an attempt to attach the saline line was made, the hub did not have the required tread for it to attach. This damaged equipment resulted in multiple sticks and discomfort for the veteran. It was a 20 g needle from lot: 3361887.